Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to return. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The other perclose proglide device is filed under a separate medwatch manufacturer report reference number. (B)(4).

Event description:
User facility medwatch: event description: during the closure process of a transcatheter aortic valve replacement, the surgeon began the process of closing the right groin with the perclose device. The first closure device failed to capture and was abandoned. A second device was employed and captures the suture. While at tempting to cinch the suture, the de vice was not performing properly. Upon examination, a small portion of the device was found to be severed from the main device and remained within the lumen of the femoral artery, tethered to the remaining suture. The surgeon immediately secured the suture and placed an introducer sheath in the artery to keep it from bleeding. Once this situation was secure and all bleeding controlled, a cut-down on the right groin to retrieve the severed device, remove the introducer sheath and secure any bleeding was performed. All of which was remedied in 20 minutes time without further incident. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). It was initially reported that the device would be returned for analysis. Subsequent information revealed that the device is being retained by the hospital and is not available for evaluation. Correction: initial reporter name. Additional reported information indicates that the device was used successfully. The initial medwatch report has already been filed; therefore, this event must remain reportable. No investigation required as there was no reported device malfunction or reported adverse patient effect. Attachment: amended user facility medwatch number (B)(4).

Event description:
Subsequent to the initial medwatch report the following additional information was received. Amended user facility medwatch event description: the patient underwent a transcatheter aortic valve replacement (tavr) procedure where the left common femoral artery and the right common femoral artery were accessed. There was successful closure of the left common femoral artery with 2 proglide perclose sutures. One closure device failed in the right common femoral artery. Surgical repair of the right common femoral artery was completed. Surgical repair of the right common femoral artery 6-fr arteriotomy site, due to failed proglide perclose suture (foot process of the proglide unable to be removed from the arteriotomy site percutaneously). No additional information was provided.